Event description:
We have identified three cases of postoperative infection in pts undergoing lumbar laminectomy, with the common element being the use of progenix injectable bone putty. Surgeries were performed on three pts on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. The surgical site infections in these cases were diagnosed on (B)(6), (B)(6), and (B)(6) respectively. All required re-operation with wound irrigation; in the latter two cases hardware (pedicle screws) were also removed. Cultures from the first case were positive for (B)(6); cultures from the latter two cases are at this time positive for (B)(6) with sensitives pending as of (B)(6)2010.

Event description:
We have identified three cases of postoperative infection in pts undergoing lumbar laminectomy, with the common element being the use of progenix injectable bone putty. Surgeries were performed on three pts on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. The surgical site infections in these cases were diagnosed on (B)(6), (B)(6), and (B)(6) respectively. All required re-operation with wound irrigation; in the latter two cases hardware (pedicle screws) were also removed. Cultures from the first case were positive for (B)(6); cultures from the latter two cases are at this time positive for (B)(6) with sensitives pending as of (B)(6)2010.

Event description:
We have identified three cases of postoperative infection in pts undergoing lumbar laminectomy, with the common element being the use of progenix injectable bone putty. Surgeries were performed on three pts on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. The surgical site infections in these cases were diagnosed on (B)(6), (B)(6), and (B)(6) respectively. All required re-operation with wound irrigation; in the latter two cases hardware (pedicle screws) were also removed. Cultures from the first case were positive for (B)(6); cultures from the latter two cases are at this time positive for (B)(6) with sensitives pending as of (B)(6)2010.